Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Upon receipt sensor (B)(6) was found unresponsive, meaning it could not be identified or take readings with a transmitter. The sensor was potentially damaged during removal and as a result no further in-vitro testing was possible.a review of the transmitter alert history showed ec1 was first presented to the customer on (B)(6) 2023. Further review of the in vivo glucose data, on the 8 february 2023 showed that there were 4 consecutive suspicious calibrations which led to sensor suspend, where the system blinds the sensor readings for 6 hours which allows the algorithm sometime to recalibrate the glucose calculation and start in initialization phase. On the 21 february 2023, there were another 4 consecutive suspicious calibrations. Since this 4 consecutive suspicious calibrations occurred twice within 14 days and after the 21st day from insertion, the sensor replacement alert ec1 was triggered. This is per (B)(4) (transmitter firmware requirement spec.) Requirement (B)(4), the transmitter shall have a sensor replacement (msp, ec#1) alert if the transmitter enters a dropout phase for a second time within 14 days, after 21 days past the sensor insertion date. 60% of the calibration entries in the last 3 weeks of functionality had 0% ard. Thus historical calibration entries were not accurate, pushing the system to enter the suspicious fingerstick phase and eventually to two consecutive dropout phases within 14 days, leading to triggering the ec1 sensor replacement alert.

Event description:
On (B)(6) 2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.